Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿cord is burnt during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection of the cord revealed that the prongs on the adaptor cable were burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states the cord is burnt. Issue found during testing.